Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the packaging of the greenfield vena cava filter was found opened, and the greenfield vena cava filter was found loose in the packaging. The handle was reported as being in a locked position and the end cap was in place. The facility was concerned that the product sterility may have been compromised and did not use this device. No other info was provided about this device. There was no pt contact with this device, and the procedure was completed successfully with another of the same devices.